Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) was analyzed and while performing a visual inspection, no issues were found related to the reported problem. The unit was tested on an in-house system and passed normal mode. During system testing noise from yaw when moving in yaw direction. During patient side cart (psc) fixture test platform (pftp) testing unit failed for pitch friction speed slow test. The complaint was confirmed based on the field evaluation and failure analysis, which indicates that the device may have contributed to the customer reported issue. The yaw motor module and pitch module with the harmonic drive were found to be the root cause of the reported event.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced universal surgical manipulator (usm) to resolve the issue. The system was verified and ready to use. Isi has not received the usm for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. .

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, universal surgical manipulator (usm) 4 locked and then moved suddenly. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information: the issue did not occur with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer. The issue did not occur while the surgeon was attempting to manipulate instruments from the surgeon console. The failure was related to an inability to move the instrument at all. The movements of the surgeon scaled appropriately to the instrument. The timing of instrument movement was not appropriate. There was shakiness and/or friction experienced/observed. There was no instrument-to-instrument or system arm-to-arm interference. The issue did not occur while an instrument was holding tissue.